Event description:
It was reported a monophasic ventricular tachycardia occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 20mm closure device was successfully implanted. Post implant, the patient was extubated, but shortly after, a monophasic ventricular tachycardia (vt) was observed. Despite multiple cardioversions, the patient heart rhythm did not return to normal. The patient received chest compressions and a femstop was applied to control bleeding. The patient was then transferred to the computed tomography (CT) scanner and vascular surgery was consulted, but no further intervention was deemed necessary for a retroperitoneal bleed. The patient was kept overnight for observation. The patient returned to a normal heart rhythm and was discharged the next day.